Event description:
The hcp repored that the pt developed redness and swelling of the neurostimulator device pocket. Cultures of the device pocket were negative. The pt was treated with oral antibiotics and the device system explanted. The infection is reported as resolved.

Manufacturer narrative:
H.6 - the device has not been returned to medtronic inc. For evaluation. If the device is returned or further info received, a follow-up medwatch report will be sent.